Event description:
Per the audiologist, the results of an integrity test 2009 concluded no output. Reimplantation is planned but had not been scheduled at the time of this report.

Manufacturer narrative:
This report filed, february 11, 2009.